Event description:
The customer states that over a two month period in six separate draws, a pt with rheumatic disease generated bhcg results from the architect analyzer at or about 280 u/ml (one sample generated a value of 490 u/ml). Controls were within specifications. A laparoscopy was performed based on these results with negative findings. Also, the pt's blood sample was tested on another bhcg platform (not documented) with a result below the sensitivity of that assay.